Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) catheter was in approximately 24 hours and blood was found in the helium tubing and the drain port of the console. The iab was removed and not replaced as the patient was stable. There was no reported injury to the patient.